Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgment due to twiddlers on right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
New information received notes that device interrogation showed high thresholds on the right ventricular lead. On (B)(6) 2021, an x-ray was performed and a dislodgement was confirmed. There were no patient consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes the patient received inappropriate therapy due to oversensing noise and dislodgement on the right ventricular lead. There were no patient consequences.